Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms one day post-implant. The patient was brought back in for surgery and upon reopening the pocket, the terminal pin of the rv lead was observed to have not been fully inserted into the header of the crt-d. The physician reinserted the rv lead properly and the pocket was closed and no further out of range measurements were noted. The rcrt-d remains implanted and in service. No additional adverse patient effects were reported.